Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Unable to upload the files necessary to evaluate this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to some problem with the electronics. Unit received with a crack on the battery tube which extends to the top where a huge chunk of the battery threads broke off. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery went dead. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.